Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed the motor overheated, flex cracked with thick detergent deposits and the hose defective due to improper cleaning and maintenance. The device was replaced and sent to customer on (B)(4) 2013. MFR date: february 2009.

Event description:
Device was returned for repair. During service, technician found the motor overheated, flex cracked with thick detergent deposits and the hose defective. This is report 1 of 1 for #(B)(4).